Manufacturer narrative:
Per the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.